Manufacturer narrative:
(B)(4).

Event description:
The unit will not allow any adjustment of the temperature gradient and it has a lot of rainout. The issue was detected during use on a patient and the unit was changed out for another one. There was no patient harm or injury.

Event description:
The complaint is reported as: the unit will not allow any adjustment of the temperature gradient and it has a lot of rainout. The issue was detected during use on a patient and the unit was changed out for another one. There was no patient harm or injury.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario but continued to make no sound. The unit was prepared for a functional bench test where it was found the temperature was able to be adjusted. Based on the investigation performed, the reported complaint could not be confirmed. The temperature was able to be adjusted.